Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with poor vision, decreased best corrected visual acuity, "unable to adapt" and pellucid marginal degeneration following intraocular lens implant. A lens exchange was performed one week following the initial treatment. Additional information is requested.